Manufacturer narrative:
UDI: (B)(4). Reporter's phone number: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the quick coupling for k-wires device did not align properly. There were no delays to the planned surgical procedure. A spare device was available for use to complete the surgery successfully without further incident. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device guide f or coupling cpl was loose causing the unit not to align properly, there was an unknown liquid found inside the device (non-failure) and the device needed to be updated (non-failure). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to loctite degradation from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.